Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found fractured upon the patient's presentation to the hospital. The physician reported confirming the fracture via unspecified lead measurements. A revision procedure was performed wherein this lead was surgically abandoned and replaced. A new pacemaker was also implanted without allegation against the patient's previous device. No adverse patient effects were reported.